Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1907 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (refr1907) have been reported from the same facility in (B)(6).

Event description:
It was reported "with port needles, the clamp doesn't close properly, blood flow continues. Patient can bleed out if unnoticed." It was reported this occurred with eight devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of defective clamps was inconclusive because the returned samples all appeared to be unused lot samples. The products returned for evaluation were eight 19ga x 19mm ez huber safety infusion sets. The samples were all received in their original sealed packages. The clamps appeared well formed and unremarkable. Microscopic inspection of the samples was unremarkable. Attempts to infuse water through the samples using a 12ml syringe revealed all eight samples to be patent to infusion and aspiration without the clamps engaged. Attempts to infuse and aspirate through the samples with the clamps engaged were unsuccessful. The clamps all appeared to function as intended. No deficiencies were discovered during evaluation of the returned samples; however, the sealed state of the packages indicated that the samples were not the originally implicated device(s). Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "with port needles, the clamp doesn't close properly, blood flow continues. Patient can bleed out if unnoticed." It was reported this occurred with eight devices. This report addresses the first device.